Event description:
It was reported that during a percutaneous coronary intervention th balloon appeared longer than expected. The 90% stenosed target lesion was located in the calcified and moderately tortuous proximal right coronary artery. The 4.0 x 15mm nc quantum apex mr balloon was inflated three times and on the 3rd inflation at 20atms the proximal portion of the balloon appeared to be longer than expected. The procedure was completed with this device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).